Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by replacing the o2 gas module. The replaced part was returned for further investigation. Simulated use testing of the returned o2 gas module failed the performed pre-use check with internal leakage test, pressure transducer test, breathing safety valve test flow transducer test, o2 cell/sensor test and patient circuit test. Paw high, safety valve tests failed and expiratory minute volume high were active during ventilation and the o2 concentration was higher than set, 98% instead of 60%. In addition, a visual inspection showed that the gas module filter was old (year 2016) and that the nozzle was of an old model and also broken (agn210 + 30d). Our conclusion is that the reported issue was due to a broken feather spring on a nozzle unit inside the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the air gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation, the ventilator will deliver a higher pressure than set, but the alarm for high-pressure will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. This nozzle unit was of older design. That indicates that the preventive maintenance has not been done according to the manuals service procedures.